Event description:
It was reported the pump "irritates and bothers her especially when she rolls to her left side and because the pump is located at her waist line and her pants rub on the skin over her pump". The pump has been turned off for 4-5 years. The patient's status was fair. The drug being used in the pump was unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8703w, lot# l48812, implanted: 1997-(B)(6), product type catheter. (B)(4).